Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm during a follow-up in clinic. The patient was asymptomatic and did not receive any inappropriate therapies during the oversensing. Programming changes were made and further testing was recommended.